Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [20 mg/ml] at 0.125 mg/day (minimum rate) and clonidine [ 200 mcg/ml] at 1.25 mcg/day (minimum rate). The indication for use was unknown. It was reported that multiple motor stalls occurred. It was reported that the patient experienced multiple motor stalls during (B)(6) 2017 and also again in (B)(6) 2018 according to the pump logs. Regarding environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the pump was 5 years old and growing closer to eri (elective replacement indicator). It was reported that as diagnostics/troubleshooting performed, they read the logs in the pump pre-operatively. The provided pump logs indicate that estimated eri was at 6 months. The logs show a motor stall recovery on (B)(6) 2017 at 00:31, then a motor stall occurred at 04:01, followed by a tube set message 48 hours later on (B)(6) 2017, with a recovery on (B)(6) 2017 at 07:32. On (B)(6) 2017, a motor stall occurred at 03:32 with a recovery at 14:17, then a stall at 18:29 with a recovery on (B)(6) 2017 at 07:24, and then a stall at 07:28 with a recovery on (B)(6) 2017 at 19:43. Another motor stall occurred on (B)(6) 2017 at 01:01, followed by a tube set message 48 hours later on (B)(6) 2017. The stall recovered on (B)(6) 2018 at 03:00, then stalled again on (B)(6) 2018 at 22:15, followed by a tube set message 48 hours later on (B)(6) 2018 with no recovery noted. As an action/intervention taken to resolve the issue, they replaced the pump on (B)(6) 2018. Due to the stalls, the physician decided to replace the pump. It was reported that prior to surgery, the physician accessed the catheter access port (cap) to aspirate, but was not able to do so. It was reported that at this point, the physician decided to replace the entire system (pump and catheter). It was indicated that the devices would be returned to the manufacturer for analysis. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked, but would not be made available due to a legal/confidential reason. Other medications (oral, intravenous, etc.) The patient was taking at the time of the event included clonidine. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Continuation: product ID 8709sc lot# (B)(4) implanted: 2011 (B)(6) explanted: 2018 (B)(6) product type catheter ubd: 2013 (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.